Manufacturer narrative:
(B)(4). X-series aseptic battery housing part number 89-8521-470-40 lot number 5013511, was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, the event was reproduced only with the sequence of device conditions: the lid opened after several seconds only by pulling an important force on the device during the dynamic test and with the cutting guide and the sagittal saw in vertical position. The significant force applied to reproduce the event has blocked the sagittal saw several time during testing. The device was exchanged by a new one with lot number: 5014441.

Event description:
It was reported that the x-series double trigger handpiece part number 89-8520-400-00 serial number (B)(6) failed during surgery and the x-series aseptic battery housing part number 89-8521-470-40 lot number 5013511 was opened during surgery. The following report is relative to the x-series aseptic battery housing part number 89-8521-470-40 lot number 5013511 that opened during surgery leading to a potential sterility issue. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Complaint number (B)(4). The x-series aseptic battery housing part number 89-8521-470-40 lot number 5013511 was returned to the manufacturer. However, the evaluation of the device is not available yet at the date of the report. A follow-up medwatch will be sent when the evaluation is performed.

Event description:
It was reported that the x-series double trigger handpiece part number 89-8520-400-00 serial number (B)(4) failed during surgery and the x-series aseptic battery housing part number 89-8521-470-40 lot number 5013511 was opened during surgery. The following report is relative to the x-series aseptic battery housing part number 89-8521-470-40 lot number 5013511 that opened during surgery leading to a potential sterility issue. There was no harm or injury to patient/operator reported.